Event description:
(B)(4). Here all some more symptoms that I have: memory loss/brain fog, migraines, stabbing pains, slight anemia, nausea, anxiety, depression, extreme mood swings, extreme fatigue, weight gain/loss, skin rashes of (hives, dry patches), teeth and gum problems, periods/change in period length or flow, joint pain, pelvic pain, back pain, chronic inflammation, adrenal fatigue, muscle weakness, chest pain, indigestion, gas, bloating, changes in sex drive, pain with sex, hot flashes, fevers, excessive sweating, cold extremities, hard time breathing, blood clots with period, insomnia.

Event description:
(B)(4). I have had chronic rhinitis since (B)(6) of 2013. Horrible allergies year round that I've never had before. Menstrual cycles that are out of whack. They can last 7 to 14 days and sometimes comes twice a month. I have to wear a combo of pads and tampons because the bleeding is excessive to the point where it's 8 to 10 times a day that I need to change. I also get horrible stomach pain and the doctors think it's just menstrual cramps or poor diet. I have never had menstrual cramps prior to essure and I have improved my diet and still have the pain. My doctors keep giving me antibiotics for the rhinitis because they thinks it's bacterial but have not done a culture to test that out. The antibiotics do nothing! I have taken them for 2 weeks and then another round of 3 weeks. I am also on flonase which also does nothing. I get little red dots at night all over my legs and the doctor thinks it's just allergies. I was told to take benadryl for this and it does not work.

Event description:
(B)(4). I am also on muscle relaxers that worked for a while for the pain, but now they don't.